Manufacturer narrative:
The probable root cause of the customer reported issue could be attributed to faulty component of generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and the errors were confirmed in the log. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without any issues. However, a review of the internal error log showed error c-00.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar effect of the integrated electrosurgical generator unit (iesu) would not change. The customer reported event has no report of patient injury.